Event description:
At the of the procedure after the accunet was removed, viewing the angio a bl0od clot was observed in the left middle cerebral artery. The patient began showing signs of stroke like symptoms. Patient was intubated and an attempt was made to remove the clot, both mechanically and tpa. There was some success and some blood flow was re-establish. The physician used the accunet ii recovery catheter instead of the accunet I recovery catheter to retrieve the filter basket. Patient's current prognosis is unknown.